Manufacturer narrative:
Initial reporter occupation is lay user/patient. The test strips were requested for investigation. The returned test strips were measured on reference meters with a high level control sample: testing results (qc range: 2.6 - 3.2 inr): qc 1: 2.9 inr, qc 2: 2.9 inr, qc 3: 2.9 inr. All inr values were within the specified target ranges, confirming the functionality of the coaguchek measuring system. No error messages occurred. Routine retention testing is performed. Test strip retention samples passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."

Event description:
There was a complaint of questionable inr results with coaguchek inrange meter serial number unknown compared to an unknown laboratory method. The result from the laboratory around 6:30 a.m. Was 1.88 inr. The result from the meter around 6:40 a.m. Was 2.8 inr. The patient¿s therapeutic range is 2.5-3.5 inr.